Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her sensor readings are inaccurate, causing her insulin pump to go into threshold suspend several times a night. Customer stated her blood glucose will be 118 mg/dl, but her sensor reading will be 65 mg/dl. She stated the sensor is usually off by twenty to thirty points. Customer was advised or proper sensor and calibration methods. She was told to monitor the issue and call if it recurs for troubleshooting. Nothing further reported.